Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.